Event description:
It was reported that a malfunction alarm occurred. The customer's blood glucose (bg) was 560 mg/dl. Reportedly the customer took no action to address bg level. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.